Event description:
It was reported that pump display was black with only background light, which prevented customer from reading screen or interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump under warranty, provided instructions for placing pump into storage mode, advised customer to reprogram settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.